Event description:
The customer received a blood glucose reading of 568mg/dl on her contour meter. She re-tested on a different meter and the reading was 250mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for evaluation. Replacement test strips and meter were sent to the customer.